Manufacturer narrative:
The sample was collected in a bd sst tube. The specimen was centrifuged at 3,000 rpm for 4 minutes. A field service engineer (fse) performed a preventive maintenance (pm) to the instrument. No definitive root cause was determined fort his event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding discrepant results for total bhcg (tbhcg), outside the assay IFU precision claim, generated by the unicel dxi 800 access immunoassay system for one patient. All results were above the normal reference range. The results were not reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.